Event description:
Customer received falsely high creatinine results from two child samples. The events occurred two times in 2009. The first day, sample data was not complete and only the initial value of 4.6 mg per dl was provided. The second day, sample initial result was 4.45, repeated on another analyzer with same methodology gave 0.18 mg per dl. Customer excluded a wrong medical decision.

Manufacturer narrative:
The investigational unit did not verify the customer component. The reaction kinetics of the outliers was evaluated. A pre-analytical issue (microclot transfer) was assumed to be the root cause for the discrepancies. The probes were replaced. No further events were reported since the replacement of the probes.